Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no lot number was provided. No eval could be performed as the implant remains in the pt. No revision surgery has been scheduled.

Event description:
It was reported to globus that an xpand spacer has collapsed after the pt fell. No revision surgery is scheduled at this time.